Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: the device was not returned for analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of guidewire fracture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported that guidewire fracture occurred. A ss 035/260/1 (bx/5) amplatz guidewire was selected for use. Prior to procedure, it was noted that the tip of the guidewire was fractured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire fracture occurred. A ss 035/260/1 (bx/5) amplatz guidewire was selected for use. Prior to procedure, it was noted that the tip of the guidewire was fractured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).